Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen flow to the pt was investigated. The reported flow transducer test failure during pre-use check was not reproduced. Ocular inspection showed that the nozzle unit mounted in the oxygen gas module had a sticky membrane which was the most probable cause of the reported failure. The nozzle unit consists of a membrane, a mouthpiece and a feather spring which is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failure during pre-use check and, during ventilation, causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in (B)(6) 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness is wear of the membrane in nozzle unit. (B)(4).